Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a thal-quick chest tube set kinked. After the device was placed in the patient, the catheter twisted while inside of the patient. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D4 - rpn: possibly c-tqts-1200 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided 26mar2024. It was clarified that "twist" means the central lumen would collapse/close and kink after securing placement with sutures. Once the tube was twisted, the lumen would close up not allowing for adequate drainage. The issue occurred twice. The procedure was completed by placing a new tube. As reported, the patients did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported that a thal-quick chest tube set kinked. After the device was placed in the patient, the catheter twisted while inside of the patient. It was clarified that "twist" means the central lumen would collapse/close and kink after securing placement with sutures. Once the tube was twisted, the lumen would close up not allowing for adequate drainage. The issue occurred twice. The procedure was completed by placing a new tube. As reported, the patients did not experience any adverse effects or require any additional procedures due to this occurrence. The customer stated that the set was a c-tqts-1200 tray, set as the customer feels that the other sizes would not have the reported failure mode. Based on this information a sales report was performed. And in the last three years the only rpn sold was determined to be a c-tqtsy-1200. The investigation will be continued based on this tray set. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number to aid in the investigation. A sales report was performed to determine a lot number. Cook was not able to narrow down a lot number for this complaint. Cook was not able to perform a device history record. Cook was not able to search for other complaints or nonconformances. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, c_t_thal_rev11. Instructions for use: 2.) After injection of local anesthetic, make a small skin incision slightly larger than the diameter of the chest tube. 9.) With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. 10.) Remove the wire guide and chest tube inserter, leaving the chest tube in place. 11.) The chest tube can now be sutured to the skin and is ready for use. Based on the complaint's limited information, dmr, and IFU, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.